Manufacturer narrative:
Additional information: on 24-mar-2024 the lens was exchanged for a same length different diopter lens. This resolved the problem. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.5/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Refractive surprise was observed. Patient continues to be under observation. Len remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
Corrected data: b5: on (B)(6) 2024 the lens was exchanged for a same length different diopter lens. This resolved the problem. Claim#(B)(4).